Manufacturer narrative:
This report is for an unknown cypher. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02008. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
This patient was enrolled into the study in 2007 due to restenosis of a previously placed cypher stent. This was treated with the placement of a 3.50x18mm cypher select. During the procedure, the patient had a type a dissection, upstream of the target lesion. A new 3.5 x 23mm cypher was implanted.